Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have presented an f-66 alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and power on self-testing were performed. During power on self-testing, the f-66 alarm was found. The cause of the alarm was determined to be a damaged central processing unit board. The device has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.